Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and a cause for the reported partial clip movement cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partially moved clip and medical intervention it was reported that this was a mitraclip procedure treat degenerative mitral regurgitation (mr) with a grade of 4+. The first xtr clip delivery system (cds 01211u177) was advanced to the mitral valve, and the clip was deployed. A second xtr cds (01211u176) was being prepared for use; however, while preparing the second cds, the first implanted clip was observed moving while on the leaflets. The excessive mobility of the leaflets changed the orientation of the first clip; and therefore, there was not enough space to place a second xtr clip. The second xtr clip was not used in the patient and procedure continued with an ntr clip to further reduce mr and stabilized the partially moved clip. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.